Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited high impedance and high capture threshold during a follow-up in clinic. The lead was explanted and replaced. The asymptomatic patient was pacemaker independent and discharged post procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.